Event description:
Before starting the atrial fibrillation procedure, after the patient was prepped, there was an error message stating "ep-4 is off or not connected" resulting in cancellation of the procedure. The media converters, fiber optic cable, and ep-4 stimulator were swapped out with no resolution. The touchscreen was bypassed but the issue was still not resolved. All connections were re-checked. It was then decided to cancel the procedure.

Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be determined. Additionally, one ep-workmate¿ and workmate¿ claris¿ ep-4¿ touchscreen computer was received. However, the device operated as intended with no anomalies identified during the evaluation period making it a non-reportable device.